Event description:
Customer reported unexpected negative reactions with cell #ii of panoscreen when testing a patient sample with a history of anti-e. Testing was performed using the gel method. The customer performed repeat testing with ortho screening cells, and obtained positive results. Antibody identification testing performed with ortho panels using gel methology resulted in positive reactions: anti-e was identified.

Manufacturer narrative:
The presence of the e antigen was confirmed on returned and retention panoscreen, lot 30347. Customer returned patient samples for investigational testing. The submitted samples were tested with returned and retention panoscreen, lot 30347 using immuadd as the potentiator. Samples were nonreactive in all phases of testing. The submitted samples were also tested with returned and retention panoscreen, using peg as the potentiator. Very weak to weak reactivity was observed with returned and retention cell ii at the antiglobulin phase of testing. The complaint appears to be sample-related. The package insert for panoscreen I, ii and iii states: "negative reactions will be obtained, if the test serum contains antibodies present in concentrations too low to be detected by the test method employed."